Event description:
It was reported that the gastrointestinal videoscope had a water supply blockage. There were no reports of patient harm.

Manufacturer narrative:
The evaluation found foreign material exiting from the air/water nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.